Event description:
It was reported that the customer was hospitalized for high blood glucose levels and dizziness. Troubleshooting was not done as the customer had removed the infusion set and reservoir from the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.